Event description:
Area surrounding internal device receiver/stimulator was infected. Infection did not respond to aggressive antibiotic management. As infection could not be cleared, the properly functioning device had to be removed.